Event description:
Customer reported that she was sick and had unexplained high blood glucose. Customer stated that she went to her doctor office because of the high blood glucose. Customer stated that her infusion set was leaking on the connection site. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.